Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide referenced is filed under a separate medwatch report. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a needle to cuff miss/ suture retrieval issue. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via a 7f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a posterior cuff miss was noted with the first proglide device. A second proglide device was used and, during suture harvesting, no suture was present; a suture break occurred. The sutures of two additional proglide devices were successfully pre-placed and used after the aaa procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.